Event description:
It was reported that the ventilator alarmed for high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for high o2 concentration. Identification of issue has been done by analyzing problem description, service report, device's logs and attached photos. There was no patient harm. Based on technician statement, the all connectors and hose's line were checked during the inspection. The o2 sensor and cable were replaced. The issue has been resolved and the device was delivered to the user in working condition. The o2 sensor is a measuring device for the inspired oxygen concentration, using ultrasound technique with two ultrasonic transducers/receivers. The high o2 concentration alarm was reported to competent authority in abundance of caution as it may in some cases, represent a reportable event. The o2 sensor is used only for monitoring purpose and does not affect ventilation. The cause of the issue was related to malfunctioning o2 sensor, however the root cause to the reported problem has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 01/22/2020. Corrected manufacture date: 01/15/2020. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).